Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device based on the provided information the defect type corresponds to the following meddra llt: implant breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and fracturing of the implant (seen as device breakage). She had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of device breakage were not known. No alternative explanation for pain was provided. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("fracturing of the implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/ intervention required), device breakage (serious criteria medically significant and clinically significant/intervention required), rash ("skin rash"), abdominal distension ("bloating"), fatigue ("fatigue"), back pain ("back pain"), allergy to metals ("nickel allergy") and depression ("depression"). The patient was treated with surgery (surgery to remove essure) and surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the pelvic pain, device breakage, rash, abdominal distension, fatigue, back pain, allergy to metals and depression outcome was unknown. The reporter considered pelvic pain, device breakage, rash, abdominal distension, fatigue, back pain, allergy to metals and depression to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and fracturing of the implant (seen as device breakage). She had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of device breakage were not known. No alternative explanation for pain was provided. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('fracturing of the implant / device breakage, she definitely had her remaining piece of the essure coil that is obviously poking through the left side of the uterus') and uterine perforation ('perforation (uterus), expulsion of essure device/malposition of essure device, in 2019 she found out there was still an essure coil stuck inside of her uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and autoimmune disorder ("autoimmune disorder type"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rash, rashes or skin conditions type, "), abdominal distension ("bloating"), back pain ("back pain"), allergy to metals ("nickel allergy"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract, vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems type"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive disorder"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems condition") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy, removal of essure coil found in left side of uetrus b/l salphingectomy,total hysterectomy and surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, uterine perforation, rash, abdominal distension, fatigue, back pain, allergy to metals, depression, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, migraine, nausea, nervous system disorder, dysmenorrhoea, genital haemorrhage, gastrointestinal disorder, abdominal pain, mental disorder and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, autoimmune disorder, back pain, cystitis, depression, device breakage, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2013. Discrepancy noted in date of removal (B)(6) 2015 and (B)(6) 2019. Legacy device report num 2951250-2020-02187 medwatch 3500a MFR number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: was too painful to finish the test. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopiai tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficufty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device based on the povided information the defect type corresponds to the following meddra llt: implant breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. From deletion case (B)(4) event added - added - perforation (uterus), expulsion of essure device/malposition of essure device, in 2019 she found out there was still an essure coil stuck inside of her uterus, abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract, vaginal, autoimmune disorder type, migraines / headaches, nausea, neurological conditions or problems type, dysmenorrhea (cramping), abnormal bleeding (general), gastrointestinal or digestive disorder, abdominal pain, psychological or psychiatric problems condition, vaginal discharge. Onset date of event device breakage, fatigue were updated. Reporter information, medical history, lab data, data of insertion and removal were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('fracturing of the implant / device breakage, she definitely had her remaining piece of the essure coil that is obviously poking through the left side of the uterus') and uterine perforation ('perforation (uterus), expulsion of essure device/malposition of essure device, in 2019 she found out there was still an essure coil stuck inside of her uterus') in a 37-year-old female patient who had essure (batch no. E71778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and autoimmune disorder ("autoimmune disorder type"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rash, rashes or skin conditions type, "), abdominal distension ("bloating"), back pain ("back pain"), allergy to metals ("nickel allergy"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract, vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems type"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive disorder"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems condition") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy, removal of essure coil found in left side of uterus b/l salpingectomy,total hysterectomy and surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, uterine perforation, rash, abdominal distension, fatigue, back pain, allergy to metals, depression, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, migraine, nausea, nervous system disorder, dysmenorrhoea, genital haemorrhage, gastrointestinal disorder, abdominal pain, mental disorder and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, autoimmune disorder, back pain, cystitis, depression, device breakage, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2013. Discrepancy noted in date of removal (B)(6) 2015 and (B)(6) 2019. Legacy device report num 2951250-2020-02187 medwatch 3500a MFR number. 3 coils in each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: was too painful to finish the test. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device based on the provided information the defect type corresponds to the following meddra llt: implant breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received- lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C51084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), adenomyosis ("adenomyosis"), cystocele ("cystocele") and stress urinary incontinence ("stress incontinence"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy with cystoscopy, uterosacral suspension). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia, adenomyosis, cystocele and stress urinary incontinence outcome was unknown. The reporter considered adenomyosis, cystocele, menometrorrhagia, pelvic pain and stress urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('fracturing of the implant / device breakage, she definitely had her remaining piece of the essure coil that is obviously poking through the left side of the uterus') and uterine perforation ('perforation (uterus), expulsion of essure device/malposition of essure device, in 2019 she found out there was still an essure coil stuck inside of her uterus') in a 37-year-old female patient who had essure (batch no. E71778-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and autoimmune disorder ("autoimmune disorder type"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rash, rashes or skin conditions type, "), abdominal distension ("bloating"), back pain ("back pain"), allergy to metals ("nickel allergy"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: bladder, urinary, tract, vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems type"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive disorder"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems condition") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy and removal of essure coil found in left side of uetrus). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, uterine perforation, rash, abdominal distension, fatigue, back pain, allergy to metals, depression, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, migraine, nausea, nervous system disorder, dysmenorrhoea, genital haemorrhage, gastrointestinal disorder, abdominal pain, mental disorder and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, autoimmune disorder, back pain, cystitis, depression, device breakage, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2013. Discrepancy noted in date of removal (B)(6) 2015 and (B)(6) 2019. Legacy device report num 2951250-2020-02187 medwatch 3500a MFR number 3 coils in each side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: was too painful to finish the test. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopiai tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device based on the provided information the defect type corresponds to the following meddra llt: implant breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.